Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, after lithotripsy, an ncircle tipless stone extractor was tested prior to use and functioned properly. The stone extractor was used successfully 5 times to remove stones when the user discovered a broken basket wire. Another same device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One ncircle tipless stone extractor was returned in open packaging. The handle actuates basket formation. One wire of basket formation has pulled free from cannula. No other damage noted. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search identified there has been one additional complaint for the same reported failure mode for the lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The evidence from the complaint file, device history record and quality control documents indicate that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. The IFU supplied with the device was reviewed and included the following: precautions do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a cause of the complaint cannot be established. It was not possible to rule out inadvertent damage occurring during use. Device handling during the procedure is unknown. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: postal code: (B)(6) g4: PMA/510k #¿ exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, after lithotripsy, an ncircle tipless stone extractor was tested prior to use and functioned properly. The stone extractor was used successfully 5 times to remove stones when the user discovered a broken basket wire. Another same device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.